Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify pump error 35 alarm due to critical pump error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a broken force sensor was detected during seating or regular delivery as well as critical pump error. Customer's blood glucose value was 20 mmol/l. The customer was assisted with troubleshooting. Customer stated that she went swimming yesterday and got an error, she removed the battery and looks like there was leak when turned on its showing picture of insulin pump with an arrow pointing to a book open book image. Customer stated that the pump error was displayed before the open book image was displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.